Manufacturer narrative:
Customer declined part replacement; device restored after 2-min wait. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device failed to start after shutdown due to suspected mpdu control issue on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.